Event description:
During a follow up with the nurse regarding the reported leak in transfer set, the nurse clarified that the leak was not caused by the transfer set, rather due to a crack in the catheter tubing. The nurse stated that the catheter had been in use for about 4 to 5 years, adding that the crack may have been result of normal wear & tear. Per nurse, the catheter was trimmed, and the plastic adapter and the transfer set were replaced as per protocol. The catheter product code and manufacture name was unknown. The nurse stated that the home patient (hp) was given antibiotics, and the nurse further confirmed that the hp did not have any ill effects due to this event. Per nurse hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Since the leak was caused by the catheter, it will not be evaluated. No further investigation will be performed.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center reporting that the transfer set was leaking during drain 3 on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient's caregiver (cg) in ending therapy and advised to notify the nurse of the transfer set leaking. The cg agreed to call the peritoneal dialysis nurse. No patient injury or medical intervention was indicated at the time of the initial report.